Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The replaced universal surgical manipulator (usm) was analyzed and the reported complaint regarding the usm faulting was confirmed by failure analysis. The unit was tested on an in-house system in normal mode, where it triggered error 319. The log recorded errors 319 and 1126, indicating a rolling loop fiber issue. The usm failed the fiber cable test due to rolling loop low descending values. After installing a golden rolling loop fiber cable, the unit passed a fiber cable retest. The failure was replicated again with the original rolling loop fiber cable. While performing visual inspection, it was discovered that the rolling loop was damaged inside of the spar, causing insertion friction movement issues.

Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the customer experienced a that non-recoverable 319 error. The clinical sales representative (csr) cycled the system power before calling the intuitive tech support engineer (tse). The tse viewed the onsite logs and found error 319 occurred against the universal surgical manipulator (usm) 3. The csr stated the surgeon needed all four arms for the procedure. The procedure was converted to another da vinci system and completed. There were no reports of patient injury. Intuitive surgical inc. (Isi) followed up with the initial reporter and the following additional information was obtained: system functionality was checked upon powering on the system, with no issues found. The system initially powered on with no errors. There were no reports of patient injury.

Manufacturer narrative:
An intuitive surgical inc. (Isi) field service engineer (fse) went on site and replaced the universal surgical manipulator (usm) 3 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. However, the evaluation is not yet complete. A follow-up MDR will be submitted when the device is evaluated and/ or if additional information is received.